Event description:
It was reported that the customer's sensor was suspending the insulin pump delivery, even though her blood glucose was not lown. The customer stated, she was calibrating every hour. The customer states, the sensor says 60 while her blood glucose was 250 mg/dl. During troubleshooting, it was found the sensor glucose was trending in the same direction as blood glucose. The customer received a reading of 59 while her blood glucose was 250 mg/dl, a reading of 88 while her blood glucose was 250 mg/dl, and a reading of 56 while her blood glucose was 120 mg/dl. She was advised that calibrating too often would affect sensor performance and only to calibrate when blood glucose was stable. The customer was also advised to consider changing the sensor if the issue were to continue. The customer also stated her blood glucose went up to 250 mg/dl after she experienced a low of 42 mg/dl, her insulin pump suspended and she treated with food. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.